Event description:
Iabp was placed in cath lab, upon arrival to ICU fiberoptic not working, nurse heard a popping sound, noted fluctuation of a-line waveform from the balloon. Iabp tech support was called, advised to disconnect fiberoptic cable from console. No patient harm.